Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the preparation, while opening the package of the presidio microcoil (B)(4) it was noted that the microcoil of the presidio was separated from the dpu. The report did not indicate when and where the microcoil separated, but it occurred into the introducer sheath. Then, the presidio was not used and a new product ((B)(4), lot unknown) was used instead. Afterwards, the procedure was successfully completed without any further issues. The complaint product was not clinically used in the patient. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The procedure was coil embolization of renal artery aneurysm. No information regarding the vessel/aneurysm was provided. The complaint product is going to be returned for evaluation. No additional information is available. The coil was received undamaged. The coil was not separated from the device positioning unit (dpu) as reported in the event description. Therefore, the root cause of the coil separating from the dpu cannot be determined. However, located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged. The locking mechanism has compression and stretching damage. If this damage occurred when the microcoil system was first unlocked for use during preparation and the sheath was retracted straight back instead of up at a forty-five degree angle and then back, severe damage can then occur. When the sheath was pulled straight back, the locking mechanism became embedded inside the v notch edges of the resheathing tool. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance preventing the coil from being advanced. While most likely not complaint related, but for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, 'hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger,' a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported failure of coil separation was no confirmed, because the device was returned with the coil still attached to the delivery system. The cause of the damages found could not be conclusively determined. Procedural factors appear to have contributed to the event; therefore no corrective actions will be taken at this time.

Event description:
During the preparation, while opening the package of the presidio microcoil (pc4181034-30/c13816) it was noted that the microcoil of the presidio was separated from the dpu. The report did not indicate when and where the microcoil separated, but it occurred into the introducer sheath. Then, the presidio was not used and a new product (pc4181034-30, lot unknown) was used instead. Afterwards, the procedure was successfully completed without any further issues. The complaint product was not clinically used in the patient. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The procedure was coil embolization of renal artery aneurysm. No information regarding the vessel/aneurysm was provided. The complaint product is going to be returned for evaluation. No additional information is available.